Manufacturer narrative:
(B)(4). The reported complaint for "multiple possible helium loss alarms" is confirmed based on the attached log files. The log file shows multiple possible helium loss alarms. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "multiple possible helium loss alarms". Additional information states that the iab pump console was swapped for another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "multiple possible helium loss alarms". Additional information states that the iab pump console was swapped for another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".